Event description:
It was reported that the pacemaker, active leads and inactive/capped right atrial (ra) lead were eroded. The pacemaker and leads were explanted. The patient was stable throughout.

Manufacturer narrative:
The product was returned and the visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted.